Manufacturer narrative:
Back up tapes were obtained and a field engineer visited the site to perform other tests to ensure the safety of the unit. No mistreatment has occurred. A software patch (desktop release 4.2/5.0 service pack 2) has been released and is in the process for distribution. Add'l model # mrt 7821.

Event description:
When the multileaf collimater (mlc) back-up diaphragms are in the vertical plane, the friction in the system may be insufficient to prevent the diaphragms driving under their own weight. Photon mode is unaffected. In electron mode only systems running precise desktop release 4.2 or 5.0 is disabled during treatment so that it will not apply a correction or flag an inhibit. If the diaphragm moves out of position, it will be driven back only at the end of the beam with the servo is re-enabled ( the servo is enable before and after an electron treatment when the interrupt or terminate buttons are pressed). An important notice was sent to customers (a288-unexpected movement of the mlc back-up diaphragms during electron treatment for precise desktop r4.2 and desktop pro r5.0- mlc head only). Customers were asked to do a test to check if their linear accelerator is likely to demonstrate the fault condition. This site completed the test on their unit and the result was that the unit did show a potential for the fault to occur.